Event description:
Nephrostomy tube placed for kidney stones. Patient returned for a CT which showed unusual findings in the renal cortex and was referred to a specialist. There were no presenting complaints. Discovered a retained foreign body after the patient underwent a percutaneous lithotripsy procedure performed in the interventional radiology suite. Patient underwent exploration of the flank to remove the device.